Event description:
It was reported that patient presented to clinic for follow up and fall while in the hospital. This has caused excessive arm range of motion and pulled the right ventricle (rv) lead out of position. A loss of capture was observed on the rv lead. Additionally, an escape rhythm came through. The patient was taken to laboratory for placement of a temporary wire. Subsequently, the rv lead was repositioned back in the rv. The patient was stable throughout.